Manufacturer narrative:
The investigation of the returned web system found that the pusher was broken at the hypotube-to-connector junction. The heater coil pet and implant tether were found melted, indicating the device did experience thermal activation; therefore, the pusher break likely occurred post-activation. However, the heater coil¿s forward and backward winds were found to be touching. The heater coil winds touching will cause the system to short, which would lead to the inability to detach as described in the reported event. The physical evaluation of the web device could not identify the conditions or circumstances that led to the broken pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's tensile strength. The returned wdc-2 controllers were found to have low battery voltages, and neither controller functioned with a new battery during functional testing; however, as the web device was returned with evidence of thermal activation, the investigation could not determine if the controllers exhibited low battery voltage at the time of the reported event. The physical evaluation of the controllers could not identify the conditions or circumstances that led to the battery issue, but age or multiple uses of the device may have caused the battery to drain out. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the patient was taken to the hospital by ambulance due to subarachnoid hemorrhage (sah). An a-com aneurysm sized 4 to 5 mm was ruptured. Although the web was properly positioned during deployment, the web would not detach with a wdc controller. The controller was replaced twice, and the web was attempted to be detached multiple times after testing electrical continuity and repositioning a catheter. In addition, the web was attempted to be detached forcibly. Unfortunately, the web was not detached even after more than an hour had passed. The web was retracted into the catheter and was carefully removed from the patient. The procedure was changed to coil embolization, which was successfully completed without any health damage to the patient. The patient outcome was reported as no health damage.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the patient was taken to the hospital by ambulance due to subarachnoid hemorrhage (sah). An a-com aneurysm sized 4 to 5 mm was ruptured. Although the web was properly positioned during deployment, the web would not detach with a wdc controller. The controller was replaced twice, and the web was attempted to be detached multiple times after testing electrical continuity and repositioning a catheter. In addition, the web was attempted to be detached forcibly. Unfortunately, the web was not detached even after more than an hour had passed. The web was retracted into the catheter and was carefully removed from the patient. The procedure was changed to coil embolization, which was successfully completed without any health damage to the patient. The patient outcome was reported as no health damage.